Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) 450 mg/dl. Infusion set was changed and a correction bolus was delivered. Pump system check was performed and air was observed in the tubing. Tandem technical support assisted customer with priming the air out of the tubing.